Event description:
It was reported that during treatment the pico 14 failed . All the lights were on, batteries were changed twice however the problem was not solved. No harm or injury reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was intended for use in treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure is been carried out with a cross functional team. The root cause remains undetermined. It is possible that a software issue caused the reported event. We will continue to monitor for any adverse trends relating to this product range.